Event description:
A customer contacted beckman coulter inc., (bec) and reported that the coulter lh 750 analytical station had been leaking clenz into the blood sample valve (bsv) drip tray for the last 3 weeks during start up. The volume of the fluid was less than 5ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe), including a lab coat, gloves and eye wear. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. No erroneous results were generated. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse found a small clenz leak isolated in tray below the probe wipe assembly. The leak was due to misalignment of probe wash waste cup. The fse realigned the waste cup and tightened shaft of the air cylinder that fixed the leak. The cause of the leak was due to misalignment of probe wash waste cup. (B)(4).